Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of replace system controller and backup battery fault alarms was confirmed via analysis of the submitted log files; however, it was determined that the system controller (serial number: (B)(6) was unrelated to the cause of the reported event. The submitted log files contained approximately 6 days of relevant data combined (23dec2022 ¿ 29dec2022 per the timestamp). The log files captured intermittent replace system controller alarms associated with backup mcu faults, and backup battery fault alarms associated with backup battery memory tag faults from 23dec2022 at 15:49:10 to 24dec2022 at 21:29:16. These alarms are consistent with damage to the driveline and are addressed further under the pump investigation (MFR#: 2916596-2022-16168). The driveline was disconnected on 29dec2022 at approximately 13:06:12 and was not reconnected for the remainder of the log files. Additional information provided revealed that the root cause of the reported event was related to the driveline. It was also stated the system controller would not be returned for analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including replace system controller and backup battery fault alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files revealed intermittent replace system controller and backup battery fault alarms from 23dec2022 at 15:49:10 to 24dec2022 at 21:29:16. The alarms were resolved after a controller exchange.